Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the denali filter system products that are cleared in the us. The pro code and 510 k number for the denali filter system products are identified. (Expiry date: 01/2024).

Event description:
It was reported that during a filter placement procedure, the sheath of the device was allegedly dislodged. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali filter introducer sheath and dilator with detached side port tubing was returned for evaluation. The sample appeared to be bloody. The side port three-way valve and tubing were detached from the side port of the introducer sheath. Based on the findings, the investigation confirmed for the reported detachment issue as the three-way valve and tubing were detached from the introducer sheath. One electronic photo was provided and reviewed. The photo shows the bloody introducer sheath and it can be identified the three-way valve and tubing were detached from the side port of the introducer sheath. Therefore, based on the photo review, the reported detachment issue can be confirmed. A definitive root cause for the reported detachment issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter system products that are cleared in the us. The pro code and 510 k number for the denali filter system products are identified in d2 and g4. H10: d4 (expiry date: 01/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a filter placement procedure, the side port tubing was allegedly detached from the introducer sheath of the device. There was no reported patient injury.